Event description:
It was reported that the device could not be interrogated. The device was replaced and no adverse consequences for the patient were reported.

Manufacturer narrative:
The reported field event of no communication was confirmed. The loss of communication was found to be due to premature depletion of the battery. Testing was performed and no sources of high current were found. The cause of the premature battery depletion remains undetermined.

Manufacturer narrative:
(B)(4). The reported field event of no communication was confirmed in the laboratory. The loss of communication was found to be due to premature depletion of the battery. The cause of the premature battery depletion could not be determined.